Event description:
It was reported that the surgeon complained about an issue with the right eye, where the side cut was not complete and he had to lift it with the help of a surgical instrument. Once the flap was lifted, the excimer laser procedure was completed. The patient is doing well and the results are good. The left eye of the same patient was completed successfully. The patient report from elita indicated that there was vacuum loss, and no error message or warning about this issue was provided. No further information was provided. A separate report is being submitted for the patient interface(pi) involved. This report is for the elita laser.

Manufacturer narrative:
Section a2, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Elita is not an implantable device. Section d6b - explant date: not applicable. Elita is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the elita was not evaluated by a filed service engineer. Therefore, a failure analysis of the complaint device could not be completed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.